Event description:
The caller reported that the t:slim x2 pump battery would not charge, resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the charging supplies and was advised by technical support to monitor the situation and call back if the issue persisted.